Event description:
The surgeon implanted an aa4204vf model lens but it tore as it was being inserted. The incision was enlarged to remove the lens. The facility indicated that the injector may have been the cause. An msi-tr injector and an mtc-60c cartridge were used but the lot numbers were not provided by the facility. A second lens was implanted and removed due to it tearing.